Manufacturer narrative:
The customer did not return the product for investigation. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
One probe gets too hot for comfort after about 10 minutes of use, the other probe does not get uncomfortably hot at all, no matter how long it is used.